Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The connections on the display were reseated. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/14/18 phone call, 05/16/18 phone call, 05/17/18 phone call.

Event description:
The hospital reported that, during a case, the unit displayed a system malfunction. The anesthesia machine was reportedly replaced. There was no reported patient injury.